Event description:
It was reported the subject device showed noise. The issue was identified during a therapeutic endoscopic sinus surgery. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b3, b5, d8, d10, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no new reportable findings. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed noise. There were no reports of patient harm.